Event description:
Further investigation found that initial report number 2124215-2012-09414, was submitted with the incorrect product model and serial. The correct model/serial for the associated rv lead is, 4136/(B)(4). Boston scientific does not own reporting obligations for this product and therefore, this information will be assessed by the manufacturer.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Physician elected not to reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.